Event description:
In 2005, rn from kidney center reported that approximately 15 minutes after the hemodialysis treatment was initiated the pt started complaining of shortness of breath and chest oppression. According to the nurse, the patient was placed in trendelenburg position and oxygen was given. During a visual inspection air bubbles were observed in the blood lines (return line clamp area). The patient was immediately disconnected, the blood in the extracorporeal circuit recirculated and later the patient completed the treatment on the same machine. Reporter stated that there were no alarms during the event treatment and the instrument passed all the tests successfully, prior the patient being connected. The patient's access was catheter. The blood flow on the machine 200ml/min. The nurse stated that there was no adverse consequence due to this issue and the patient was discharged ambulatory from the unit.